Event description:
The customer reported high fraction of inspired oxygen alarm on the avea ventilator. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) evaluated the device onsite and was able to duplicate the discrepancy. The fsr replaced the o2 sensor with a vyaire brand since the unit has a maxtech brand of o2 sensor on. Est (extended systems test) and leak test were performed and both passed. Ovp (operational verification procedure) and o2 concentration test were performed. The flow analyzer and monitor fio2 values were within specifications per avea service manual. The vent is operational and meets factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.